Event description:
It was reported that during a staged procedure to treat a proximal 80% stenosed circumflex artery lesion and a 90% stenosed proximal-mid left anterior descending artery (lad), a 3.0 x 15 mm nc trek balloon dilatation catheter (bdc) was positioned and during inflation, before nominal pressure, the balloon ruptured and a perforation was noted. A 3.0 x 15 mm nc trek bdc was used to treat the perforation. The lesion was successfully predilated and two drug eluting coronary devices were successfully implanted in the lesion. There was no reported adverse patient sequela or a clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the complaint handling database revealed no other similar incidents reported from this lot. The reported patient effect of perforation is a known observed and potential patient effect as listed in the nc trek instruction for use (IFU). Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.